Event description:
Manufacturer's investigational unit confirmed melting/burning of the connector pins on the inform meter. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). Other: na.

Manufacturer narrative:
The event occurred in (B)(6).